Event description:
It was reported that impedance on the high voltage b (hvb) and superior vena cava (svc) coils of the right ventricular (rv) lead were stable until nine months ago when impedance went high and has remained there since. Replacement is planned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was also varying svc impedance values, and the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the svc (superior vena cava) defibrillation conductor was flexed and fractured, the distal conductor was flexed and fractured, and the rv (right ventricular) defibrillation conductor was flexed and fractured.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)